Manufacturer narrative:
H4: the lot was manufactured from august 05, 2019 - august 06, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed air bubbles located inside the tubing line. The reported condition was verified. The cause of the condition was not determined. Due to the nature of the returned sample no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume intermates had air bubbles in the line. The devices were filled with 490mg tobramycin in 50ml sodium chloride (nacl). This issue was identified during multiple steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.